Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, technical services (ts) noted a lot of biventricular (biv) pacing, left ventricular (lv) inhibition, and a small right ventricular (rv) egm. These observations were likely attributed to analog blanking and/or fusion beats. Two morphologies were noted: 1 bundle branch block (bbb) type with a smaller rv rate/sense egm, and another more narrow and larger rate/sense egm. Anti-tachycardia pacing (atp) was delivered, but it was unclear whether this was ventricular tachycardia (vt) or supraventricular tachycardia (svt). With respect to the lv pacing inhibition, it was unclear whether this was related to the bbb or lv oversensing. Technical services (ts) referred the patient to the physician for further evaluation and possible programming optimization. This crt-d system remains in service. No adverse patient effects were reported.